Event description:
This complaint originated from our foreign distributor in (B)(4). The dist called carefusion tech support to report that the screen on one of their units is not responding. According to the distributor, when they attempt to make a selection, ti get struck on the "select screen". No pt involvement.

Manufacturer narrative:
(B)(4). Per the info provided by the foreign distributor, carefusion technical support determined that the probable cause of the reported event was most likely a faulty front panel assy. A replacement front panel assy was shipped to the foreign dist, and a returned goods authorization (rga) number was issued for the return of the alleged faulty front panel assy. The faulty front panel assy was returned to carefusion on february 25, 2015 and is awaiting eval. Once eval, a f/u medwatch report will be submitted.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion failure analysis lab technician noted during evaluation: received vela front panel p/n, and conducted visual inspection. Visible dry ingress spots were noticed on the touch screen display with scarring. Front panel was installed to a functional vela unit for duplicating the reported problem. The display powered up in service mode and initialized patient-user displays and colors with no problems. Performed display calibration per service manual. Touch display interaction was successful and could not duplicate failure. No further actions were taken or required. Findings/root-cause: reported problem could not be duplicated but failed due to visible dry ingress residue under the screen membrane and additional scarring to the touch display. The reported event considered a known issue addressed with an internal action.